Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: three sets of digital imaging and communications in medicine (dicom) imaging available for evaluation: pre-implantation computed tomography angiography (cta) dated (B)(6) 2023, post-implantation cta¿s dated (B)(6) 2024, and (B)(6) 2024. Device sizes not available. Pre-implantation imaging show an aortic angle starting in the proximal neck of ~48 degrees. There is thrombus within the proximal neck aortic diameters appear to range from 16.0mm ¿ 17.1mm, within the proximal neck. Post-implantation cta dated (B)(6) 2024, shows: there appears to be some contrast outside the device at the proximal implant site. Thereby suggesting there may be some lack of circumferential proximal device apposition beginning. Aortic size within the proximal neck appears to range from 17.3mm -20.2mm. Post-implantation cta dated (B)(6) 2024, shows: axial images show the proximal device has lost its circumferential apposition.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with aneurysms of the abdominal aorta and right common iliac artery was treated with a gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. The patient tolerated the procedure. On (B)(6) 2024, computed tomography angiography did not detect any problems. On (B)(6) 2024, the patient presented to the hospital and presented with muscle pain, weakness and the inability to stand due to thrombus and birdbeaking in the proximal end of the trunk ipsilateral leg. The patient was treated with a balloon expandable bare metal stent which was placed using a 20 mm pta balloon. The patient tolerated the procedure.

Manufacturer narrative:
The lot numbers of the serial numbers have been requested and will be used to complete a product history review. Imaging is available and will be evaluated. H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on december 11, 2023, a patient presenting with aneurysms of the abdominal aorta and right common iliac artery was treated with a gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. The patient tolerated the procedure. On (B)(6) 2024, computed tomography angiography did not detect any problems. On (B)(6) 2024, the patient presented to the hospital and presented with thrombus and birdbeaking in the proximal end of the trunk ipsilateral leg. The patient was treated with a balloon expandable bare metal stent placed using a 20 mm pta balloon. The patient tolerated the procedure.